Manufacturer narrative:
The power management graph was in specification. Monitored for more than a week with no unexpected power loss alarms noted. Pump error was present in the pump history file due to software error. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Unit received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a pump error alarm. She said that she was trying to fill her reservoir when the alarm occurred. The customer¿s blood glucose is 209 mg/dl. During troubleshooting, the customer was advised to place pump in storage mode, remove battery and to press and hold the back button until the screen turns off. While trying to troubleshoot, the customer said that she will use her old pump because she is not at home. She was advised to call back when she got home. The customer stated that she inserted a battery back into the pump and received a power loss alarm but she declined troubleshooting for it. The insulin pump will be returning for analysis.